Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that the atrial lead is suspected to be fractured based on the atrial chamber electrical noise. The status of the atrial lead is unknown. No patient complications have been reported as a result of this event.